Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely low sodium (na) and calcium (ca) results, and falsely high chloride (cl) results. The erroneous results were not reported outside the laboratory; therefore, patient treatment was not affected. When anion gaps flagged the samples, they were repeated on the other dxc instrument in the laboratory, the results of which were reported. The field service engineer (fse) inspected the instrument and replaced the calcium electrode tip and the carbon bridge, which resolved the instrument issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The instrument issue was resolved after the fse replaced the calcium electrode tip and the carbon bridge. Customer has not called back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)